Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient not wearing a mask and not washing their hands. On an unreported date, the patient was hospitalized for the peritonitis. On an unreported date, the patient began treatment with vancomycin (intraperitoneally (ip), for two weeks, dose and frequency not reported) and gentamycin (ip, for two weeks, dose and frequency not reported) for peritonitis. On an unreported date, the patient recovered from the peritonitis. On an unreported date, the pd catheter was removed and the patient began in-center hemodialysis. The patient was re-trained in aseptic technique. Additional information was requested but was not available at this time.